Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to difficult/unsuccessful insertion. Additional information has been requested but has not been made available as of the date of this report.